Manufacturer narrative:
The field service engineer (fse) replaced and adjusted various parts, including the sample probe. The service actions resolved the issue. The most recent calibration was performed on (B)(6) 2021 and was acceptable. The customer's qc recovery was acceptable prior to the issues on (B)(6) 2021. The qc was in and out of range between (B)(6) 2021.

Event description:
There was a complaint of discrepant gluc3 glucose hk gen.3 results for one patient tested with cobas 4000 c (311) stand alone system. The initial results were reported outside the laboratory. The patient¿s initial result was 101 mg/dl; the repeat was 79 mg/dl. The patient¿s sample was sent to another facility where it was run on a cobas 8000, and got a result of 76 mg/dl. The customer believes the repeated secondary facility result to be correct. The initial analyzer used lot 54422401 of glucose hk reagent that expires on 30-jun-2022.